Event description:
Information was received that during use of this smiths medical cadd pump, the patient reported fatigue when 5 ml of remodulin remaining in the cassette. It was reported that the patient increased dose today to 44 ng per kg per minute. No additional adverse effects were reported.